Event description:
It was reported there was a power on reset (por) condition and the programmer was displaying the "call your doctor" icon with a triangle in the upper left corner. The patient could not adjust stimulation. The device had just been implanted 2 days ago, and the patient was going to go to her health care professional to "program the programmer." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3093-33 lot #v839810 implanted: (B)(6) 2012, programmer model 3037 (B)(4).